Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was clamped down several times and did not engage. Per the caller, the staples appeared untouched, like it was spitting them out. The surgeon clicked the handle three times and it shot out single staples; there were no bent staples. It is unknown if the device cut. The device was removed from the patient. The staples were removed. The same device was reloaded with a blue reload. The device was clamped outside of the patient and locked out; would not fire and would not open. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date of event = unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The ec45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward ejecting the most proximal staples and locking the cartridge. The returned device was tested for functionality with a test cartridge in the articulated position. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. No malformed staples were noted during functional testing. The staple retaining cap issues could not be confirmed as the returned reload was out of its sterile package. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.